Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 375 mg/dl when the ilet stopped dosing because the continuous glucose monitor (cgm) was not connected. The caregiver initially used an incorrect cgm pairing code and required assistance to reconnect the cgm and reinstall the ilet app, and the user reportedly used subcutaneous insulin by pen during the event. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution through troubleshooting and education. Investigation included review of device connectivity, power status, and user setup, along with remote guidance to pair the cgm and sync the ilet app. Investigation of this case revealed user setup and use errors, including incorrect cgm pairing and inadequate device charging, which led to loss of automated dosing due to absent cgm data and a depleted pump battery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and maintenance, with device performance consistent with design when required inputs and power are restored.